Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22261. It was reported that the patient presented to the hospital for a generator change out procedure on (B)(6) 2021. During examination of leads prior procedure, it was noted that there was noise on the right atrial (ra) lead which led to inappropriate automatic mode switch (ams) episodes. Also, it was noted that there was noise was on the right ventricular (rv) lead. The physician performed isometric testing on the patient and noise was reproduced for ra lead but not for the rv lead. No programming changes were made and the leads will be monitored going forward. There were no adverse consequences to the patient.